Event description:
It was reported that the pump's usb port was damaged resulting in difficulties charging the pump. A replacement pump was sent to resolve the issue. Additionally, it was reported that the pump time was incorrect, cause was unknown. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy. Customer¿s blood glucose (bg) level was "high" to 577 mg/dl. Reportedly, the customer addressed their bg with a manual dose injection.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.